Manufacturer narrative:
The device was implanted in the patient and was not returned for analysis. Attempts have been made to obtain additional information. However, our attempts have been unsuccessful. As the device was not returned, we are unable to perform further root cause analysis. All coils are 100% inspected for damages and irregularities during manufacture. Linked with MDR: 2029214-2018-00129. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a flow diverter case, of large cavernous aneurysm two flow diverter devices were alleged to have a twist or to be tapered in the middle section. The physician deployed the proximal end of the device with the twist in place after the deployment. He observed this in both devices. The device was deployed in patient and the treating physician stated that he was going to take the vessel down any way, so it was not an issue. The anatomy was extremely tortuosity. The physician stated that post the procedure the patient was ok.